Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired multiple clips, did not completely close. The case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. A bag with one conforming clip and three malformed clips was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The device record was reviewed and no anomalies were noted during the manufacturing process.